Event description:
It was reported that the patient suffered a syncope with a traumatic brain injury. The patient was taken to the hospital by ambulance. Egm during the time of the event revealed a capture failure. It was also reported that the implantable pacing lead (ipl) exhibited varying thresholds. When the patient arrived at the hospital, the physician decided to implant a temporary pacemaker. The patient suffered a cardiac tamponade during the procedure and finally was necessary for surgical intervention. A new pacemaker was implanted with a competitor epicardiac bipolar lead. Patient status listed as ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.